Manufacturer narrative:
Investigation findings: an investigation on this unit could not be completed as the device was not returned to conmed linvatec. A review of product history found similar events for wheel wrap/slippage. This failure mode will continue to be monitored.

Event description:
It was reported that during use in an arthroscopy procedure, slippage and wrapping of the suture occurred during loading through the suture hook handle. The surgery was completed as an open procedure due to this event. There was no report of injury to the pt.